Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer reported insulin flow block alarm. Customer also stated that, it is a recurring issue. No harm requiring medical interventions were reported. Troubleshooting was partially performed. It was unknown that, customer will continue use of the device or not and insulin pump will be returned for analysis.